Event description:
It was reported that during a laparoscopic cholecystectomy procedure, clips were releasing out of the jaws prior to being fully closed, and the device needed to be re-loaded by squeezing the firing trigger. The cystic artery and duct were clipped and transected. While removing the gall bladder from the liver bed the clips came off the cystic artery resulting in heavy bleeding. The artery was then grasped with a (B)(4) and more clips were applied. Furthermore, to re-enforce security, a re-usable clip applier was opened to apply more clips to prevent any further problems. As a result of the difficulties encountered with this device, the procedure was prolonged 20 minutes. The patient was stable immediately after the event.

Manufacturer narrative:
(B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.